Event description:
A report of discomfort at the pocket site was received. The patient underwent a pocket revision to reposition the implant. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.